Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown oss femoral component, catalog # unknown, lot # unknown; unknown oss anchor plug, catalog # unknown, lot # unknown; unknown oss bearing, catalog # unknown, lot # unknown; unknown oss assembly, catalog # unknown, lot # unknown. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-09130, 0001825034-2018-09131, 0001825034-2018-09135, 0001825034-2018-09137. Discarded.

Event description:
It was reported that the patient underwent knee arthroplasty on an unknown date. The patient experienced a fall. Subsequently, the patient was revised on an unknown day for an unknown reason. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.